Event description:
Per the report received from netherlands, a balloon defect was found on this intraclude device model icf100 during use. Reportedly, after delivering cardioplegia and in process of repairing the mitral valve, the balloon migrated proximally and an attempt to pull on the device for distal placement of the balloon was made. A 23fr introducer was used. As reported, the balloon was fine during preparation, however the outer sheet ruptured due to the pressure placed during the maneuvers made to correct placement. The device had to be replaced and thus longer operating time and repeat of cardioplegia was required.

Manufacturer narrative:
Updated section b5 (describe event or problem) and d9 (device availability and date returned to manufacturer) added information to section d4 (lot number), h6 (type of investigation) corrected data in section h6 (component code): code "3038 - catheter" replaces code "419 - balloon", code "1069 - break" replaces code "1546 - material rupture" h3. Device evaluation: the device was returned for evaluation. Per product evaluation, the customer report of balloon issue was unable to be confirmed. Balloon inflated clear without difficulty and remained inflated without leakage. Balloon was able to be deflated without difficulty. However, catheter shaft was noted stretched in approximately 40mm at 350mm from the intraclude hub. All through lumens were found to be patent without any leakage or occlusion. No other visual damage or other abnormalities were found. H11: additional manufacturer narrative: a device history record (DHR) review was completed. No specific failures or rejects were noted for this specific lot regarding balloon/ shaft leakage. Balloon migration was unable to be confirmed. However, stretching of the shaft, can lead to difficulty in manipulating and placing the device. The catheter shaft damage was confirmed. In addition, the customer reported that the rupture of the "sheet" or shaft occurred due to the pressure placed during the maneuvers made to correct placement, and the device was fine during preparation. Excessive force may cause damage in the shaft. This is most likely the cause of the reported event. There is no evidence to suggest an edwards manufacturing defect.

Manufacturer narrative:
The device was not returned for evaluation, as the device request is ongoing. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Per the report received from netherlands, edwards received notification about a balloon defect found on this intraclude device model icf100 during use. Reportedly, after delivering cardioplegia and in process of repairing the mitral valve, the balloon migrated proximally and an attempt to pull on the device for distal placement of the balloon was made. As reported, the balloon was fine during preparation, however the outer sheet ruptured due to the pressure placed during the maneuvers made to correct placement. The device had to be replaced and thus longer operating time and repeat of cardioplegia was required.